Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable root cause could not be identified. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The most probable cause of the identified failures "j-tube has foreign objects" and "aw-cylinder (tube) has foreign objects" are cause traced to failure to follow instructions. The most probable cause of the additional failures "nozzle has foreign objects" and "due to clogging of j-tube in control unit, water cannot be supplied" are cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water-cylinder (tube) has foreign objects, jet-tube has foreign objects, the nozzle has foreign objects, due to clogging of jet-tube in control unit-water cannot be supplied. There was no patient involvement.